Event description:
A caller reported a malfunction on the pump with a malfunction code appearing as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, with assistance from technical support, reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappears, which they understood.